Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit fse (field service engineer) replaced the eye tracker mirror and performed direction for distance diodes and cross diodes. The fse calibrated the eye tracker and performed final test according to the manufacturer's procedure. The root cause is a worn eye tracker mirror. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported difficulty in identifying the eye tracker during the last surgery. The surgery was completed without harm to the patient. Additional information is requested.